Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication with the ipg using the charging system. A replacement charging system was sent to the patient which resolved the communication issue, however; it was reported the ipg started "stuttering" and the patient was unable to charge the ipg. As a result, surgical intervention took place to explant and replace the ipg.